Event description:
It was reported that the customer has had multiple cases where the punches have been sticking. The patient's condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.